Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced reduced would healing and drainage at the ipg site. The physician cleaned, re-sutured the incision site, and administered antibiotics to address the issue.